Event description:
It was reported in a literature publication that from january 2005 to january 2007, 66 patients with 76 cervical total disc replacements were performed. A study was done to assess the safety and efficacy of the device in the treatment for cervical degenerative disc disease, at 6-year follow-up. Fifty-eighty patients have performed their 6-year follow-up visit and have been analyzed clinically and radiologically. Sixty-four tdr were performed in the 58 patients, 52 subjects received single-level and 6 underwent two-level disc replacements. The following discs were replaced: c3¿c4 (11 or 17.0 %), c4¿c5 (20 or 31.9 %), and c5¿c6 (33 or 51.1 %). Out of 58 patients, 10 subjects had radiographic evidence of ho, with 6 having grade I, 2 having grade ii ho, 2 having grade iii ho. Overall, 12 of the 64 operated segments had radiographic evidence of ho, which does not restrict movement of the prosthesis. There were 2 cases of posterior migration of the prosthesis, which eventually consolidated. The migration of the prosthesis did not cause any clinical symptoms, and the patient did not require any further surgery. Six of 64 upper adjacent levels show a slight degradation (5 from grade 0 to grade I, 5 from grade 0 to grade ii) at 6-year follow-up, and 4/64 lower adjacent levels adjacent levels show a slight degradation (4 from grade 0 to grade I, 2 from grade 0 to grade ii). Degenerative changes do not restrict movement of the prosthesis. No case showed evidence of subsidence, wear of the implant. There was no radiological evidence of recurrent spondylosis at the operated level of any of the functional prostheses. No secondary cervical surgery was needed.

Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies were returned to the manufacturer for evaluation.